Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was unable to be confirmed. A review of the log files, extracted from (B)(6), contained data spanning approximately 170 days (B)(6) 2023¿ (B)(6) 2023 per timestamp). All of the captured data appeared to show the modular cable operating as intended. There were no driveline communication fault alarms active. A review of the log files, extracted from (B)(6) , contained data spanning approximately 142 days (B)(6) 2020¿ (B)(6) 2020, (B)(6) 2000, (B)(6) 2000, (B)(6) 2023 per timestamp). On (B)(6) 2023, the modular cable was connected, consistent with the reported modular cable exchange. The pump managed to regain speed above the low-speed limit without issue. There were no driveline communication fault alarms active. The heartmate 3 vad modular cable (lot number: 7446516) was returned for analysis. The mod cable underwent functional testing and passed without issue. The mod cable was connected to a mock circulatory loop and was able to operate the system for extended operation. No driveline communication fault or atypical alarms were reproduced throughout testing. Per the provided information, it was thought that the cause of the driveline communication fault alarms was electrostatic discharge (esd). It was stated that exchanging the modular cable resolved the alarms. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were provided.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault. The modular cable was exchanged, and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was unable to be confirmed. A review of the log files, extracted from (B)(6), contained data spanning approximately 170 days (B)(6) 2023 per timestamp). All of the captured data appeared to show the modular cable operating as intended. There were no driveline communication fault alarms active. A review of the log files, extracted from hsc-017497, contained data spanning approximately 142 days (B)(6) 2023 per timestamp). On (B)(6) 2023, the modular cable was connected, consistent with the reported modular cable exchange. The pump managed to regain speed above the low-speed limit without issue. There were no driveline communication fault alarms active. The heartmate 3 vad modular cable (lot number: 7446516) was returned for analysis. The mod cable underwent functional testing and passed without issue. The mod cable was connected to a mock circulatory loop and was able to operate the system for extended operation. No driveline communication fault or atypical alarms were reproduced throughout testing. The cable¿s outer layers were stripped and some of the underlying wires were kinked; however, no conductors were exposed. Per the provided information, it was thought that the cause of the driveline communication fault alarms was electrostatic discharge (esd). It was stated that exchanging the modular cable resolved the alarms. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was unable to be confirmed. A review of the heartmate 3 controller log file overview, extracted from (B)(6), contained periodic and event log file graphs spanning approximately 171 days (B)(6) 2023 per timestamp). All of the captured data appeared to show the modular cable operating as intended. There were no driveline communication fault alarms active in the log file overview. A review of the heartmate 3 controller log file overview, extracted from (B)(6), contained periodic and event log file graphs spanning approximately 142 days (B)(6) 2000, (B)(6) 2023 per timestamp). On (B)(6) 2000 between 18:23:59 and 18:24:01, shortly before the clock was set on (B)(6) 2023 at 15:35:38, the driveline was reconnected, consistent with the reported modular cable exchange. The pump managed to regain speed above the low speed limit. There were no driveline communication fault alarms active in the log file overview. The heartmate 3 vad modular cable (lot number: 7446516) was returned for analysis. The mod cable underwent functional testing and passed without issue. The mod cable was connected to a mock circulatory loop and was able to operate the system for extended operation. No driveline communication fault or atypical alarms were reproduced throughout testing. Per the provided information, it was thought that the cause of the driveline communication fault alarms was electrostatic discharge (esd). It was stated that exchanging the modular cable resolved the alarms. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-04570.